Event description:
Nurse called to reported hospitalization due to hyperglycemia. Customer experienced nausea and vomiting. The blood glucose reading at the time of the event was 700 mg/dl. Hospital treated with IV insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.